Event description:
Report received of an overdelivery. The customer contact reported the pump was programmed at 1600 in the dose calculation mode to deliver an unspecified concentration of precedex at 0.4mcg/kg/hrwith a flow rate of 5cc/hr to an intubated pt. Approximately one hour later, the nurse found the 100cc bag of precedex empty. The pt was reportedly "a little more sleepy" but his vital signs remained stable. The device was removed from clinical service. The precedex was not resumed. There were no reported adverse pt effects and no medical interventions were required.